Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite. It was determined that there was an ECG interference due to malfunction of ECG cable. The ECG cable was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl device indicating that there was ECG interference.

Manufacturer narrative:
Phone number: (B)(6).